Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The ventilator passed all testing.

Event description:
It was reported that the touchscreen was inoperable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.